Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the flexviewing pc was not working correctly. The fse advised the customer to replace the flexviewing pc in the previous case. Review of the system log file did not show any flexviewing pc malfunctions. During troubleshooting, the fse found that the flexviewing pc was defective, and it couldn't display the intransight signal on monitor. The fse replaced the flexview pc and loaded software. The defective flexviewing pc was returned for analysis. The cause of the flexviewing pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flexviewing pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the unavailability of the intransight signal issue was not such that the procedure was unable to be continued and the procedure could have been completed with the help of the workstation monitor, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not a complaint, and it is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flex viewing pc was not working correctly. The system was not in clinical use. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite, replaced the flex viewing pc, and reloaded the software, which resolved the issue. The device was returned to use in good working order. Philips has started an investigation of this complaint.